Manufacturer narrative:
The product was not returned for evaluation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. Pt-000002-gbr-eng-mm-aw rev. 002 11/19. Blood glucose readings 4 / page 55. Warnings: blood glucose readings below 3.9 mmol/l may indicate hypoglycaemia low blood glucose). Blood glucose readings above 13.9 mmol/l may indicate hyperglycaemia high blood glucose). Follow your healthcare provider¿s suggestions for treatment.

Event description:
It was reported the needle mechanism did not properly insert into the infusion site (abdomen). The patient's blood glucose (bg) rose to 17.4 mmol/l (313.2 mg/dl) while wearing the pod for between 1 and 4 hours. As treatment, corrections were administered and a new pod was applied.